Event description:
Physician attempted to deliver one resolute integrity drug-eluting stent to a lesion in the rca with moderate calcification, 80% stenosis and moderate tortuosity but it could not cross despite numerous pre-dilations of the lesion during prep and with the support of a buddy-wire. Another stent was implanted to treat the patient. Patient was reported to be ok. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 20th distal segment had raised struts. Numerous proximal segments were slightly raised and misaligned.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 80% stenosis, moderate tortuosity and moderate calcification. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 80% stenosis, moderate tortuosity and moderate calcification. Inherent risk of procedure ¿ (stent deformation). (B)(4).